Manufacturer narrative:
(B)(4). The sample was discarded. A follow-up report will be submitted upon the completion of baxter's investigation.

Manufacturer narrative:
(B)(4). This complaint for a system error 2240 (air in set) occurred during dwell was not confirmed due to a lack of sample; however, per the complaint information the root cause of the se 2240 is due to air being sucked into the disposable after the supply bag fell and disconnected. The patient stated that a supply bag fell and disconnected. Similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4). A batch review could not be performed as the lot number is unknown.

Event description:
A patient contacted (B)(4) regarding assistance with a system error 2240 while using the homechoice (hc) during therapy, in a dwell cycle. The patient stated that a supply bag fell and disconnected. (B)(4) explained the system error indicated a large amount of air had entered into the disposable set, and had the patient cycle power twice to clear it. (B)(4) further explained the patient would need to start over with new supplies. (B)(4) also advised the patient to contact their dialysis nurse within 24 hours. No injury or medical intervention was reported.